Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the device tore the first time, the surgeon put his hand through the device. There were no lost pieces. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.